Event description:
It was reported that prior to the implant of a transcatheter aortic valve, inside a patient who presented with aortic valve stenosis and a bicuspid aortic valve morphology, the native aortic valve was pre-dilated with a 25-millimeter (mm) non-medtronic balloon. During introduction of the delivery catheter system (dcs) and during valve positioning, the patient exhibited compromised arterial blood pressure. The patient's systolic blood pressure did not exceed 70 millimeters of mercury (mm hg). The valve was implanted and considered well positioned. Subsequently, under-expansion was observed, prompting post-dilation with a 23mm non-medtronic balloon. During balloon inflation and rapid pacing, loss of capture occurred, resulting in dislodgement of the transcatheter aortic valve. The patient became hemodynamically unstable, requiring cardiopulmonary resuscitation. Due to urgency and anatomical challenges, the implanting team attempted to implant a non-medtronic valve; crossing the dislodged valve with the non-medtronic valve was extremely difficult and required multiple attempts under ongoing resuscitation, with a snare used to hold the medtronic valve. The non-medtronic valve was eventually implanted in the aortic position, but the patient showed no signs of effective circulation after implantation and subsequently died. Per the physician, the cause of death was due to circulatory arrest complicated by the transcatheter aortic valve replacement (tavr) procedure. Additional information was received indicating that the valve was deployed over a non-medtronic guidewire as the patient was under temporary pacing. The valve dislodged in the aortic direction into the ascending aorta. Per the physician, the dcs cannot be excluded as a contributing factor to the patient's death.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012790375); product type: 0195-heart valves; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012864341); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, inside a patient who presented with aortic valve stenosis and a bicuspid aortic valve morphology, the native aortic valve was pre-dilated with a 25-millimeter (mm) non-medtronic balloon. During introduction of the delivery catheter system (dcs) and during valve positioning, the patient exhibited compromised arterial blood pressure. The patient's systolic blood pressure did not exceed 70 millimeters of mercury (mm hg). The valve was implanted and considered well positioned. Subsequently, under-expansion was observed, prompting post-dilation with a 23mm non-medtronic balloon. During balloon inflation and rapid pacing, loss of capture occurred, resulting in dislodgement of the transcatheter aortic valve. The patient became hemodynamically unstable, requiring cardiopulmonary resuscitation. Due to urgency and anatomical challenges, the implanting team attempted to implant a non-medtronic valve; crossing the dislodged valve with the non-medtronic valve was extremely difficult and required multiple attempts under ongoing resuscitation, with a snare used to hold the medtronic valve. The non-medtronic valve was eventually implanted in the aortic position, but the patient showed no signs of effective circulation after implantation and subsequently died. Per the physician, the cause of death was due to circulatory arrest complicated by the transcatheter aortic valve replacement (tavr) procedure.